Manufacturer narrative:
Previous non-conformance is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No additional event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received on october 19, 2015. A batch record review was performed and no discrepancies were discovered. Previous investigation, is applicable to this complaint investigation. Therefore, this complaint will remain open until completion of the previous investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Height: 67 inches. Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on october 22, 2015 (B)(4).

Event description:
The end user reports redness and itching under and outside of tape collar which has been present for several weeks. He sought treatment from a dermatologist and was prescribed triamcinolone 0.1 percent topical cream and instructed to apply twice per day to area. End user states the medication helps relieve his symptoms temporarily but, the itching still continues and he has also developed raw open areas under tape collar. Recommendation on product usage was provided to the end user.